Event description:
Customer reported that when a nurse squeezed the pack to activate it, it ripped at the bottom of the seal on top of the pack. The contents got on her face and in her eyes. They flushed with water and she saw a doctor.

Manufacturer narrative:
An investigation was initiated into this report citing the pouch ripped at the bottom of the seal on top of the pack. A device history review was conducted. No issues were documented during the manufacturing process for the lot number reported. The sample returned revealed exactly what the customer described in this complaint, a rip just below the top seal. When the pouch was activated per the instructions, the structures gave way causing a weak point allowing the contents to be expelled. The root cause of this failure appears to be delamination of film structures used in the manufacture of the raw material used in the medium cold pack. A corrective action has been opened to correct and prevent future defects. As a result, the suspect raw materials have been identified, quarantined and returned to the manufacture for further investigation and root cause analysis. Additional functional sampling has been increased for this product code to 10 samples every 15 minutes for the remaining raw materials in this manufactured lot. Quality management has scheduled an on-site visit with the manufacturer.